Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead experienced heart rates in the 30 beats per minute (bpm) range, despite vvi 60 programming. Rv output was programmed to 2v @ 0.4 ms, and a recent threshold measurement of 1.3 v @ 0.4 ms was noted. The field representative increased rv output to 2.6 v @ 0.4 ms. This ICD system remains in service. No additional adverse patient effects were reported. Additional information received reported that rv non-capture was not seen at the time of interrogation, but was observed via holter monitoring. Rv non-capture was attributed to a lack of safety margin, and output was increased to address the patient's low heart rate. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead experienced heart rates in the 30 beats per minute (bpm) range, despite vvi 60 programming. Rv output was programmed to 2v @ 0.4 ms, and a recent threshold measurement of 1.3 v @ 0.4 ms was noted. The field representative increased rv output to 2.6 v @ 0.4 ms. This ICD system remains in service. No additional adverse patient effects were reported.